Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving no health consequences or impact, unexpected medical intervention, no clinical signs symptoms or conditions, decoupling, no flow, detachment of device or device component.

Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an pump issue, serious injury-detachment of device component was not determined. The reported issue that there was an pump issue, serious injury-detachment of device component could not be confirmed. No further investigation of this event is possible at this time. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health (B)(4) medical device incidents database regarding issues involving no health consequences or impact, unexpected medical intervention, no clinical signs symptoms or conditions, decoupling, no flow, detachment of device or device component.